Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet would not reliably charge on the wireless charging pad despite correct orientation with case removed; the charger indicator blinked and charging stopped after brief engagement, and a replacement charger did not resolve the issue, leading to replacement of the ilet. Symptoms included no alerts or alarms and no blood glucose impact reported. Outcomes included continued diabetes therapy via backup therapy and continued cgm use, with no medical intervention or hospitalization. Investigation included technical troubleshooting of charging orientation and power source, provision of a replacement charging pad, and subsequent device replacement with return of the original unit for evaluation. Investigation of this device revealed a suspected charging malfunction of the ilet related to the charging subsystem, as evidenced by repeated blinking indicators on multiple pads and failure to sustain charge. It was concluded, based on previously established findings for similar reports, that the cause was likely a device charging hardware malfunction.